Manufacturer narrative:
B1-updated b5-updated information: on 13-jan-2021 the lens was explanted due to excessive vault. The cause of the event is reported as a patient-related factor: "despite accurate wtw measurements and appropriate icl size, excessive vault was present with slit ac depth but normal iop." The status of the eye is reported as myopia and astigmatism. H6-health impact code updated. Device code updated device code 1494 (previous corneal or refractive surgery) claim# (B)(4).

Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens, -4.5/+2.5/061 (sphere/cylinder/axis) was implanted into the patient's left (os) eye. Reportedly, it will possibly be explanted. Attempts to obtain additional information have not been successful.